Event description:
It was reported that the customer passed away, and he was not wearing the insulin pump at time of death. The caller stated that her husband had many health issues. The caller stated that he attempted to put his insulin pump back on in the evening before bedtime, but he seemed to be struggling to get it and did not want her help. The wife went to sleep, and when she woke in the morning the insulin pump was still on the night stand and he was on the floor. The spouse stated that according to the doctors he was in a diabetic coma, and when they got him in the hospital his blood glucose reading was 46mg/dl. It was stated that during this time, he had a heart attack and some kidney issues as well as fluid in his lungs. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.